Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/28/2019, that on (B)(6) 2018, a detached sensor wire was reported. The sensor was inserted into the abdomen. The patient stated the sensor wire detached from the sensor and remained under her skin on her lower left abdomen. The event occurred in (B)(6) 2018. She was evaluated by a physician; however, the area was not x-rayed. She stated that she has stopped using the dexcom system in (B)(6) 2019. At the time of contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.